Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient present with significant calcium deposits and narrowed femoral artery. During the procedure, a 14f and 20f, non-abbott introducer sheaths (is) were required to advance the ds. The valve was able to be implanted successfully. Post-procedure, a small dissection was observed in the right femoral artery. A 9x30mm, non-abbott stent was implanted as an intervention. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. The physician believes that the patient or user experienced adverse health consequences due to the patient's anatomy and the non-abbott is. The patient was stable and discharged.

Manufacturer narrative:
An event of insertion difficulty, and dissection at the access site was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the dissection, appears to be related to procedural factors (insertion difficulty). However, the cause of the reported insertion difficulty could not be conclusively determined. It is possible that procedural factors and/or patient condition contributed to the reported event; however, this cannot be confirmed. The reported surgical intervention was the result of case-specific circumstances in which the patient required closure and repair of the dissection. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: medical device problem code: 2993. Code was added: 1316 difficult to insert.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient present with significant calcium deposits and narrowed femoral artery. During the procedure, a 14f and 20f, non-abbott introducer sheaths (is) were required to advance the ds. The valve was able to be implanted successfully. Post-procedure, a small dissection was observed in the right femoral artery. A 9x30mm, non-abbott stent was implanted as an intervention. The physician believes that the patient or user experienced adverse health consequences due to the patient's anatomy and the non-abbott is. The patient was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.